Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely with noise episodes from their right ventricular lead. Lead was in the process of being extracted on (B)(6) 2021 when it was discovered that the leads conductor cables had externalized. Lead was successfully extracted and replaced. Patient was stable after the procedure.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 12.3 - 13.0 cm, 13.6 - 13.9 cm, and 14.6 - 15.5 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.